Manufacturer narrative:
Correction: changed product returned from yes to no. A correlation between the left ventricular assist system (lvas) and the reported patient event could not be conclusively determined. Despite multiple requests, the device was not returned. It was reported the patient was found to have a severe anoxic brain injury. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s date of birth and/or age were not provided. (B)(4). Approximate age of device ¿ 2 years and 1 month.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found down and cardiopulmonary resuscitation (CPR) was started by emergency medical services (ems). It was reported that the patient was found to be disconnected from the system controller. On arrival to the emergency room, the lvad clinician reported one battery was completely depleted. The patient was known to sleep while utilizing batteries. Patient was intubated and started on inotrope, dobutamine. Patient was found to have severe anoxic brain injury. It was reported that the patient expired on (B)(6) 2018. Log file analysis revealed events consistent with depleted external batteries, as well as the system controller backup battery. The patient subsequently expired when the device did not receive power. No additional information was provided.